Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been complaining of dizziness. The leadless implantable pulse generator (ipg) was initially vvir and then re-programmed to vdd with no change in patient symptoms. The leadless ipg remains in use. No patient complications have been reported as a result of this event.